Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of component breakage was confirmed. Visual inspection observed that the set was separated at the engagement between the silicone tubing segment and the upper fitment. The expected retainer ring component around the separated silicone segment end was not received. Further visual inspection of the separated silicone segment end observed a retainer ring indentation in which there were no issues with the placement position. Functional testing was not performed due to the obvious separation. The root cause of the silicone segment separation at the upper fitment was determined to be a manufacturing issue due to low retention values from the pumping segment assembly machine cycle time being interrupted.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when performing a venogram, a 20ml syringe of normal saline was used to flush a 10ml of isovue contrast through a 20gage IV set. As the contrast was being flushed through the primary set, the tubing split at the portion which is typically within the chamber of a pump. This tubing was spiked in a 1000ml bag of (B)(4) ns running at kvo by gravity at the time of the incident. There was no patient harm.